Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient suffered pain due to the eroded mesh, and received additional medical treatment and procedures. All other information is unknown.

Manufacturer narrative:
The reported lot number, 1ml0082104, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.